Manufacturer narrative:
(B)(4). The lot was manufactured august 11, 2015 ¿ august 12, 2015. The device was received for evaluation. Visual inspection noted a white particle approximately 0.25 square mm in size located inside the tubing. The particle was then identified to be polyvinyl chloride (pvc) material via ft-ir spectroscopy. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white particulate matter floating in the tubing of a large volume infusor. This was noticed during set-up of the device. The device was filled with 6 g of cefazolin in 240 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.